Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was not large enough. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-100, lot# 493582, mfd. 23 oct 15, exp. 2020-10-23, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 15, exp. 2020-07-30, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7030-100, lot# 175680, mfd. 13 may 14, exp. 2019-05-13, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient's si joint pain initially resolved for one year before reporting a recurrence of pain symptoms. The surgeon thought the implants may have been loose via CT scans. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all three implants using chisels and replaced them with larger implants of the same type. All three explanted implants showed bone on-growth. The status of the patient following the revision procedure is not known.